Event description:
It was reported that the hex part of the rod was broken during the rod was inserted with rod inserter. After that, the rod and hexpart was removed.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. No relevant manufacturing issues found upon device history review. The device was not returned therefore, visual inspection was not performed. The root cause of the reported event could not determined conclusively.

Event description:
It was reported that the hex part of the rod was broken during the rod was inserted with rod inserter. After that, the rod and hexpart was removed.